Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on 21 jun 2021. During examination of lead, it was noted that the right ventricular (rv) lead was dislodged. The physician explanted and replaced the rv lead on 21 jun 2021. The patient was in stable condition.